Manufacturer narrative:
Patient information and repair information were requested, but no response received from this customer. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator alarmed with blower temperature high. It is unknown if the device was being used on patient, but there was no patient harm reported.

Manufacturer narrative:
Follow-up repair information: per customer per the cooling fan filter was not very dirty and the fan rpms were 4300. The product support asked customer to change the air intake filter and the cooling fan filter. Customer said the blower rpms were 300 with the blower not running. The product support informed the customer that was normal. Customer said the blower temp was 135 degrees. The product support informed customer the next thing to replace is the blower. Gave him pn and price;. No further service call received from this customer